Manufacturer narrative:
The following report is being submitted to relay additional information received. UDI#: (B)(4). The complaint cannot be confirmed as no medical records were provided. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Medical devices: 00801803603 femoral head sterile product do not resterilize 12/14 taper 63237463; 00875705202 shell with multi holes porous 52 mm o.d. Size ii for use with ii liners 63534375; 0106010202 avenirâ®, stem, standard, cemented, 2, taper 12/14 2740910; 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 63497883- qty 2; 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 63481137; 00625006550 bone screw self-tapping 6.5 mm dia. 50 mm length 62413908; 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 63523389. The complaint is under investigation. Once the investigation is complete a follow MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00849.

Event description:
It was reported that the patient underwent a initial hip arthroplasty and was subsequently revised for infection seventeen days post primary implantation. The femoral head and polyethylene liner were exchanged. No additional information is made available.